Manufacturer narrative:
(B)(4). Batch # t5el5d. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a vats left upper lobectomy, the jaws did not open after the 3rd firing on the pulmonary vein. The surgeon thought the knife did not return to home position completely, so that he used the knife reverse switch but it did not function. The manual override lever did not function either. The jaws eventually opened somehow. The surgeon commented that it was unknown how the jaws opened but a motor sound like when using the knife reverse switch might have heard. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing.